Manufacturer narrative:
In addition, the repair center found the following minor defects: due to an external factor, the operation part side of the universal cord part is cut off. Curved rubber scratches due to external factors are recognized. The curved rubber adhesive is missing. The video cable is buckling due to external factors. There are scratches on the operation part due to external factors. Scratches are found on the lever due to external factors. There are scratches on the switch due to external factors. The light guide connector and cover glass scratched due to external factors. The video connector case scratched due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report a stain on the distal end of the endoeye flex deflectable videoscope. There was no report of patient harm. During inspection of the customer returned device, olympus repair center found the adhesive part of objective lens was peeled off. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress such as during cds. Olympus will continue to monitor field performance for this device.